Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. As a result, inappropriate atrial tachy response (atr) mode switch episodes were stored. Technical services (ts) was consulted, and high pacing thresholds with intermittent loss of capture (loc) were found. Further testing was recommended. No adverse patient effects were reported. This ra lead remains in service. Additional information was received, this ra lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. As a result, inappropriate atrial tachy response (atr) mode switch episodes were stored. Technical services (ts) was consulted, and high pacing thresholds with intermittent loss of capture (loc) were found. Further testing was recommended. No adverse patient effects were reported. This ra lead remains in service.